Event description:
It was reported that the patient with this pacemaker reported dizzy spells. In-clinic testing showed high out of range bipolar pacing impedance. The device was reprogrammed to unipolar with a lower sensitivity to avoid pacing inhibition, and unipolar impedance was within range. The patient does not recall where they had been that day. The clinic would like to start telemonitoring this patient and will contact the latitude remote patient monitoring team. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that the patient with this pacemaker reported dizzy spells. In-clinic testing showed high out of range bipolar pacing impedance. The device was reprogrammed to unipolar with a lower sensitivity to avoid pacing inhibition, and unipolar impedance was within range. The patient does not recall where they had been that day. The clinic would like to start telemonitoring this patient and will contact the latitude remote patient monitoring team. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product remains implanted and therefore has not been returned to boston scientific. As a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.